Manufacturer narrative:
Customer report of subvalvular thrombus could not be confirmed through visual observations. X-ray demonstrated wireform intact however distorted near commissure 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect and 1.5 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had been cut by approximately 11mmx4mm; the leaflet fragment was not returned. Serrated markings were observed on leaflets 1 and 3 near commissure 1. The wireform was exposed on commissure 2. Fragments of host tissue, suture and pledgets were returned with the valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted three (3) years and 10 months, was explanted due to thrombosis. It was reported that the patient developed intermittent atrial fibrillation after avr and mvr. He was placed on coumadin and then apixaban therapy. The patient was felt to have developed endocarditis; however, the patient's culture's remained negative. Transthoracic echocardiogram showed severe aortic and mitral valve dysfunction. The physician evaluated the patient and suspected that the patient had prosthetic valve thrombosis due to inadequate anticoagulation with eliquis in the face of permanent atrial fibrillation and double prosthetic valve replacement. He recommended the patient undergo redo valve replacement surgery. During explantation of the aortic valve, there was subvalvular thrombus. There was a thin laminar thrombus on the non-coronary leaflet. The explanted aortic valve was replaced with another edwards bioprosthetic valve. Tee showed normal functioning aortic prosthesis without any perivalvular leak. The patient was discharged on pod #7.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.